Event description:
Healthcare professional reported left side deflation. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, delamination, crease flat, opening crack, fluids. Leak test was performed, and found delamination and opening crack on diaphragm valve. A microscopic analysis was performed which identify, opening crack, delamination. Based on the device analysis, the final assessment is: delamination of the diaphragm valve assessed, as adhesive failure. A crack opening on diaphragm valve assessed, as cracked valve seat diaphragm valve.

Event description:
Healthcare professional reported, left side deflation. The device has been explanted and replaced.